Event description:
Report #2 of 2 for this event. It was reported via legal documentation a patient had an initial left total knee arthroplasty. Subsequently, approximately ten (10) years later the patient began experiencing pain, swelling, clicking, and limited range of motion in the left knee and an MRI following indicated synovitis. As a result, the patient underwent a revision surgery of the left knee eleven (11) years after initial implant. No revision operative report or medical information was provided. Additionally, the legal documentation reports the patient experiencing polyethylene wear, synovitis, bone loss, osteolysis, and/or component loosening. The patient experiences daily pain and discomfort. No additional information is available.